Event description:
It was reported the patient was not feeling well. They had back spasms, leg pain, they were really weak, they couldn¿t walk, and they ¿felt bad.¿ they thought the implantable neurostimulator (ins) would not work. Their symptoms began the night prior at 11:00pm. The patient went to the hospital at 1:00am. An EKG and x-ray were performed and the ins was turned off for a short amount of time for the EKG. There had been no programming change and there was no known accident or incident related to the complaint. The first side was on and was set at 3.7 and the second side was on and was set at 3.6 which were both normal settings. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v962478, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v985514, implanted: (B)(6) 2012, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).